Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for hypoglycemia, with a blood glucose reading of 36 mg/dl. The customer stated that prior to the event, he had been experiencing low blood glucose levels for a few days. The customer also stated that he was unable to wake up. "Time was incorrect on the insulin pump but was correct." It was explained to the customer that the correct time was very important. The customer then stated that he wanted to change his basal rates. It was explained to him that it would be best to first speak to a doctor. Nothing further was reported.